Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ablation for liver cancer, the device was punctured using the indwelling needle. Even though the activation was started, the resistance value didn't increase after a break. Because the bubble spread was different from usual, the needle was removed for once. When checking, the insulation coating was noted to be curled. A new needle was used and the operation was completed. There was no patient injury.